Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
There was an allegation of questionable positive results for 5 patient samples tested for elecsys chagas (chagas) on a cobas e 801 analytical unit. The date of the event is an approximation; the customer provided a date of (B)(6) 2025. In (B)(6) 2025, patient 1 result from the e801 analyzer was approximately 10-15 coi (positive). The result from the abbott method was "negative." The specific result was not provided. The result from polymerase chain reaction (pcr) was negative. In (B)(6) 2025, patient 2 result from the e801 analyzer was approximately 10-15 coi (positive). The result from the abbott method was "negative." The specific result was not provided. The pcr result was negative. The result from western blot was borderline. In (B)(6) 2025, patient 3 result from the e801 analyzer was approximately 10-15 coi (positive). The pcr result was negative. In (B)(6) 2025, patient 4 result from the e801 analyzer, reportedly using reagent lot 853558 (expiration date not provided), was 10.5 coi (positive). The result with alleged reagent lot 878037 (expiration date not provided) was 11.2 coi (positive). The result from the abbott method was "negative." The specific result was not provided. The pcr result was negative. The result from western blot was negative. In (B)(6) 2025, patient 5 result from the e801 analyzer was "positive." The results from the abbott method, pcr, and western blot are not yet available. The customer sends all patient samples with positive chagas results to a different laboratory for repeat testing with the abbott method, pcr, or western blot.

Manufacturer narrative:
The measuring cells were replaced on (B)(6) 2025. Flow path cleaning is performed every 2 weeks. Calibration and qc were acceptable. Sample material was requested for investigation, but could not be provided. As no sample material was available, the cause of the event could not be determined. The investigation did not identify a product problem.